Manufacturer narrative:
H.6. Investigation: three opened resealed shelf cartons were received with labels from batch #0209102 (p/n 309632). The samples were visually evaluated. 217 samples were found to have no scale markings on the barrels. They appeared to not have been printed at all. 69 samples were observed to have correct and complete scale markings with no defects. Potential root cause for the missing print defect is associated with the marker setup and failure to contain defect. It is possible during adjustments, there was no print transfer between the pad and the barrel. This is likely due to incomplete setup while the setup was still being worked on. Failure to contain defect. The unmarked barrels were discarded at first via automatic scrap diverter at machine startup. However, since the adjustments were likely not completed the defect continued to be made while the discard diverter automatically returned the parts into the normal product flow. DHR was performed. All visual inspections were performed as per requirement. A quality notification was issued for print defects during the manufacture of this batch.

Event description:
It was reported that the syringe 5ml ll w/ndl 21x1 rb had no scale markings on it. This complaint was created to capture the 5th of 7 related incidents. The following information was provided by the initial reporter: "no writing on syringes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 5ml ll w/ndl 21x1 rb had no scale markings on it. This complaint was created to capture the 5th of 7 related incidents. The following information was provided by the initial reporter: "no writing on syringes".